Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 3mm 4cm saber percutaneous transluminal angioplasty (pta) balloon ruptured during the shunt case. The balloon ruptured below rbp. The procedure was completed using two non-cordis balloons (3x40 and 4x40). There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device was prepped per the IFU. The device prepped normally, maintaining negative pressure. The intended procedure was for a shunt. The lesion was not calcified. The vessel tortuosity was severe. The percentage of stenosis was 50%. The device was not used for a chronic total occlusion (cto). There was no resistance or friction while inserting the balloon through the rotating hemostatic valve. There was no resistance or friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion with the balloon catheter. The catheter was in an acute bend. The balloon catheter did not kink while being used. The contrast to saline ratio was 1:1. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the 3mm 4cm saber percutaneous transluminal angioplasty (pta) balloon ruptured during the shunt case. The balloon ruptured below rbp. The procedure was completed using two non-cordis balloons (3x40 and 4x40). There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device was prepped per the IFU. The device prepped normally, maintaining negative pressure. The intended procedure was for a shunt. The lesion was not calcified. The vessel tortuosity was severe. The percentage of stenosis was 50%. The device was not used for a chronic total occlusion (cto). There was no resistance or friction while inserting the balloon through the rotating hemostatic valve. There was no resistance or friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion with the balloon catheter. The catheter was in an acute bend. The balloon catheter did not kink while being used. The contrast to saline ratio was 1:1. The device was returned for evaluation. A non-sterile ¿saber 3mm4cm 155¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked for inspection, and a thorough visual assessment revealed no external damage. The balloon was received in a deflated state, and no other notable issues were observed. A functional test was conducted by attaching an inflator/deflator device to the inflation port. The balloon inflation test was performed by applying positive pressure with the inflator/deflator device in an attempt to reach the rated burst pressure. However, the inflation pressure could not be maintained due to a leak detected in the catheter shaft. The leakage area was examined using a vision system, which revealed two punctures on the shaft surface. Plastic deformation and elongation were noted along the edges of the punctures. These characteristics are typically associated with damage caused by a sharp object. In addition, secondary scratch marks were observed near the damaged area. This type of damage is commonly linked to interaction with a sharp object or other forms of mechanical impact. It is highly likely that the same factors responsible for the scratch marks also caused the punctures. The evidence suggests that the damage originated from contact with a sharp object on the exterior of the device. The balloon surface itself was carefully inspected, and no damage was observed. The reported ¿balloon burst at/below rbp¿ was not observed during analysis of the returned device, instead a ¿body/shaft puncture/cut¿ condition was observed. The shaft exhibited two punctures with associated plastic deformation and scratch marks, consistent with damage from an external sharp object. Functional testing confirmed a leak at the puncture site, preventing maintenance of inflation pressure. The balloon surface was intact and undamaged. Based on the product analysis and information available for review, procedural factors such as severe vessel tortuosity likely contributed to the localized stress observed during analysis. According to the instructions for use, which are not intended to mitigate risk, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces.¿ the information available nor product analysis suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 3mm 4cm saber percutaneous transluminal angioplasty (pta) balloon ruptured during the shunt case. The balloon ruptured below rbp. The procedure was completed using two non-cordis balloons (3x40 and 4x40). There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device was prepped per the IFU. The device prepped normally, maintaining negative pressure. The intended procedure was for a shunt. The lesion was not calcified. The vessel tortuosity was severe. The percentage of stenosis was 50%. The device was not used for a chronic total occlusion (cto). There was no resistance or friction while inserting the balloon through the rotating hemostatic valve. There was no resistance or friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion with the balloon catheter. The catheter was in an acute bend. The balloon catheter did not kink while being used. The contrast to saline ratio was 1:1. The device will be returned for evaluation.